Event description:
The customer states that discrepant results are being generated for electrolytes on the architect c8000 analyzer. The customer provided the following results for one patient sample: initial retest norm rangesodium 154 136 135 -145 mmol/lpotassium 4.4 3.8 3.3 - 5.1 mmol/lchloride 110 98 96 - 108 mmol/lthe customer states that the issue began after a new integrated chip technology (ict) module was installed. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.